Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 32 mm stent delivery system was returned for analysis with the customer's guidewire inserted and inside the customer's guidecatheter. The stent could not be withdrawn proximally into guide due to the extent of the stent damage. To remove it from the guidecatheter, the hypotube was cut at the strain relief. An examination of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and bunched distally. The undamaged crimped stent was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The proximal balloon cone as well as the mid to proximal balloon region was exposed and crimp marking could be noted on the balloon wall, but the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during advancing, resistance was felt and it was noted that the proximal end of the stent was damaged. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during advancing, resistance was felt and it was noted that the proximal end of the stent was damaged. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.